Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device blue terminal detached from the cannula body. There was no patient injury/harm reported.